Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2408-56. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: avista MRI perc lead kit 56 cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2408-56. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: avista MRI perc lead kit 56 cm. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient spinal cord stimulation (scs) system was explanted and the patient had a pain pump. No further information has been obtained despite good faith efforts.